Event description:
It was reported that during percutaneous transluminal angioplasty (pta) treatment procedure, shaft damage occurred. Access was obtained through the left femoral artery. The 90% stenotic lesion was located in the moderately tortuous left peroneal artery. The physician advanced a .014 non-bsc guide wire and 3mmx40mmx145cm sterling balloon to the lesion. The guide wire was removed to reshape the distal end and then reinserted into the balloon catheter and advanced to the lesion. The physician then noticed that the balloon marker and the guide wire marker were slightly misaligned and removed the devices. Upon removal it was observed that the guide wire protruded through a hole on the shaft, proximal to the proximal balloon bonding. The procedure was completed with a 3.0mmx40mm sterling balloon. No complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluation: a blood like substance was visible in the distal end of the guide wire lumen. There were three kinks in the distal shaft 5.5 - 6.0 cm from the tip. The distal tip was also damaged. The catheter was loaded over a 0.014 inch guide wire, which tracked through the wire lumen with no unusual resistance and did not divert through the wall of the distal shaft. The guide wire was removed and advanced through the wire lumen multiple times from both the distal and proximal ends with no difficulty. A new inflation device filled with water was attached to the catheter to inflate the device to rated burst pressure for 5 minutes. The device maintained pressure and no leaks or other damage were evident. The device presented no evidence of any material or manufacturing deficiencies contributing to the reported event or the confirmed damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during percutaneous transluminal angioplasty (pta) treatment procedure, shaft damage occurred. Access was obtained through the left femoral artery. The 90% stenotic lesion was located in the moderately tortuous left peroneal artery. The physician advanced a .014 non-bsc guide wire and 3mmx40mmx145cm sterling balloon to the lesion. The guide wire was removed to reshape the distal end and then reinserted into the balloon catheter and advanced to the lesion. The physician then noticed that the balloon marker and the guide wire marker were slightly misaligned and removed the devices. Upon removal it was observed that the guide wire protruded through a hole on the shaft, proximal to the proximal balloon bonding. The procedure was completed with a 3.0mmx40mm sterling balloon. No complications were reported and the patient's status is good.